Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs alleging a cal code issue with her one touch ultra 2 meter. The patient mentioned that the reported issue began at noon on (B)(6) 2010. Approximately 30 minutes later, the patient felt weak and sweaty. The patient did not seek any further medical attention or contact their physician for assistance. The issue was resolved via troubleshooting and was set back to the correct code number. The product was replaced. The complaint is being reported since the patient alleged that due to not being able to code the meter, she developed symptoms of feeling sweaty, which is a suggestive symptom of hypoglycemia.

Event description:
Caller reported a false negative troponin (tni) result using the triage cardiac panel test. Results were part of a study and used banked samples.